Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
An (B)(6) old male patient contacted zoll lifecor customer support service to report that he saw a bright flash with a loud sound from monitor and device powered off. The patient also stated that changing the batteries do not power on the device. The patient was provided with a replacement monitor.